Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes the lab had an aspiration error and found a molding defect inside the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for molding defect was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for molding defect with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for molding defect was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for molding defect with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes the lab had an aspiration error and found a molding defect inside the tube. There was no report of impact to the patient or user.